Event description:
Stocked instant cold pack found to be empty of contents but the pack was sealed with manufacturing. Manufacturer response for instant cold pack, instant cold pack (per site reporter): emailed local cardinal rep, but have not received a response yet.